Event description:
It was reported a patient underwent a right total knee replacement on an unknown date in (B)(6) 2022 and topical skin adhesive was used. Patient experienced an allergic reaction upon 2nd exposure to adhesive. Allergy was discovered pod 14. Adhesive was removed and patient was treated with topical corticosteroid 0.05%. Was prescribed, additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: customer reference/po/service? (B)(6) hospital, did the patient experience a post-op device malfunction? No, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes, did the patient require revision surgery or hardware removal? No, if no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? Topical corticosteroids 0.05% was prescribed, patient status/ outcome / consequences? Yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Allergic reaction upon 2nd exposure to dermabond prineo post-tkr pod 14 was observed. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe. Topical corticosteroids 0.05% was prescribed, is the patient part of a clinical study? Unknown. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure date? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Current patient status. No product is available for return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.